Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp pediatric one-piece arterial cannula, it was reported that the cannula was broken. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage toward the tip of the device. Reason for return was confirmed additional info d9: device evaluated and return date added additional info h6: updated the annex b code additional info h6: updated the annex c code additional info b7: updated the relevant history information additional info a4: updated the patients weight additional info a3b: updated the patients gender additional info a2: updated the patients age additional info b5: medtronic received additional information that during extracorporeal circulation, fluctuating high pressures were reported in the arterial cannula, around 200 mmhg, without altering optimal flow rates for the patient's perfusion. The cannula was lodged in the ascending aorta, and the extracorporeal circulation time was 180 minutes, with a minimum temperature of 28 degrees. After removal of the cannula, a fracture of the intravascular portion was evident, close to the tip, without compromising the lumen. The same cannula was used throughout the procedure until its removal. The fracture was not related to the insertion site or any surrounding sutures, appearing to be an intrinsic defect in the cannula. There was no significant blood loss or relevant clinical complications. Medtronic received additional information that the patient was a newborn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.